Event description:
Caller (customer's mother) reported that on (B)(6), 2013 at 9:30 p.m. She went to wake the customer to administer medication and found him sweating and having "slurred speech". Caller additionally reported being unable to test the customer's blood glucose due to receiving an unspecified error on the display of the adc blood glucose meter. Caller reported the customer was given "pineapple juice, a glass of milk, and orange juice". Paramedic was called and customer was transported to a local health care facility where he was "treated for high blood glucose". Caller additionally stated that at the time of the medical event, while at the hospital, "her son was depressed". Caller could not recall the specific treatment administered to the customer by the paramedic or hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the incorrect testing technique was being used. Caller was educated by customer service on the correct technique for blood application to the test strip. (B)(4). All pertinent information available to abbott diabetes care has been submitted.